Event description:
Following angioplasty the stent was successfully placed across the lesion into the middle cerebral artery (mca) m1 segment. Immediately post procedure, there were no complications and good mca revascularization was achieved. However, the next day, imaging revealed a subarachnoid hemorrhage (sah). A right frontal ventriculostomy was performed to reduce the intracranial pressure. Two days post procedure, the patient became ¿non responsive¿ and a CT scan showed a midline shift of the brain. Four days post procedure, the patient status was changed to ¿do not resuscitate (dnr)¿ and he was extubated. The same day the patient was pronounced dead.

Event description:
Following angioplasty, the stent was successfully placed across the lesion into the middle cerebral artery (mca) m1 segment. Immediately post procedure. There were no complications and good mca revascularization was achieved. However, the next day imaging revealed a subarachnoid hemorrhage (sah). A right frontal ventriculostomy was performed to reduce the intracranial pressure. Two days post procedure the patient became ¿non responsive¿ and a CT scan showed a midline shift of the brain. Four days post procedure, the patient status was changed to ¿do not resuscitate (dnr)¿ and he was extubated. The same day the patient was pronounced dead.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device remains implanted and was not available for analysis. From the information provided, there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.